Event description:
The customer reported that bleeding was noted after the device had been used to seal. It is unk if regrasp alarms were heard or if end tones were provided. The amount of blood loss was not provided. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.